Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the cadiere forceps for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Instrument log review showed that the cadiere forceps with lot number n10200727 0038 was last used on (B)(6) 2020. Per logs, a backup cadiere forceps was used to complete the surgery. The instrument had 2 lives remaining after the last usage. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted diaphragmatic hernia repair, the customer reported that the cadiere forceps jaw snapped off. The instrument did not appear to snag on anything internal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter, who was present when the issue occurred, and obtained the following information: the instrument was inspected before usage and there was nothing out of the ordinary.this issue occurred about midway into the procedure. The cadiere forceps was working fine until it broke. The surgeon was finished with dissecting tissue and was getting ready to repair the hiatus hernia. A mega suturecut needle driver was being introduced into the assistant port under direct visualization when a "snap" sound was heard and the cadiere forceps was found to be broken. The surgeon is not aware of the reason the instrument broke. At the time, the cadiere forceps was inserted on arm 2, tip-up fenestrated grasper was inserted on arm 1, the endoscope was on arm 3 and the harmonic ace was inserted on arm 4. The cadiere forceps was not grasping any tissue at that point in time. The fragment was removed in the same procedure and a backup cadiere forceps was used to complete the procedure robotically. A postoperative x-ray or ultrasound was not done as the surgeon believed all the fragments were already retrieved. The patient was a (B)(6) pounds, white, female of unknown ethnicity. The reporter is not aware of any relevant tests or relevant patient history.